Manufacturer narrative:
(B)(4). G2 foreign (B)(6). The customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the plastic pad broke during transport. No further information is available.